Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
Become aware date updated to 18apr2023. Previously reported on pr 3333343 with MDR# 3030677-2023-01757. Device investigation will take place within pr 3333343 with MDR# 3030677-2023-01757.